Manufacturer narrative:
(B)(4). The customer advised physio-control that they have decided to not repair this device due to the age and costs associated. The device has been removed from service. The device has not been returned to physio-control for evaluation. The cause of the reported issue could not be determined.

Event description:
The customer reported that their device was not powering on with either ac or dc power. There was no report of any patient use associated with the reported issue.